Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with the infusion sets. The customer tried priming the insulin pump and insulin was drained form the reservoir. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.